Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited no image during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, although we could not specify the root cause of the suggested event, it is likely the defect was caused by wear, tear, and stress to tubing. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.